Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adnexal mass, dysfunctional uterine bleeding, pelvic mass, endometrial ablation and retroverted uterus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), migraine ("migraines"), post procedural complication ("post procedural complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy +bi-so). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, migraine, post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: treatment given for pain, bleeding and migraines failed surgery of patient was uterine ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adnexal mass, dysfunctional uterine bleeding, pelvic mass, endometrial ablation and retroverted uterus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), post procedural complication ("post procedural complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy +bi-so and endometrial ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, migraine, post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: treatment given for pain, bleeding and migraines failed surgery of patient was uterine ablation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), migraine ("migraines"), post procedural complication ("post procedural complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy +bi-so). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, migraine, post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: treatment given for pain, bleeding and migraines failed surgery of patient was uterine ablation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event psych injury added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), migraine ("migraines") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy +bi-so). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, migraine and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, migraine, pelvic pain and post procedural complication to be related to essure. The reporter commented: treatment given for pain, bleeding and migraines failed surgery of patient was uterine ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received : previously reported event ¿injury¿ was deleted. The events ¿medical device removal¿, ¿pelvic pain¿, ¿genital abnormal bleeding¿, ¿migraines¿ and ¿post procedural complication¿ were added. Patient date of birth was added. Reporter information was added. Case category changed to valid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.